Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the ventricular sensitivity was changed to maximum, oversensing was observed on 24 hour dynamic ECG. Device was explanted and replaced. Patient's condition was stable.